Manufacturer narrative:
The reported event was inconclusive, as the device was not returned for evaluation. A potential root cause for this failure mode could be user related (example: contact with sharp object)/ / exposure to petrolatum based products mechanical failure/operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clips and squeeze reservoir to inflate with stated ml of sterile water."

Event description:
It was reported that the balloon of the catheter burst spontaneously. Per additional information received via email on 27 november 2019 from ibc representative, there were no missing pieces of the balloon.